Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.

Event description:
Patient reported "hard" and " textured devices". Healthcare professional later reported "capsular contracture baker grade ii/iii" and " exchange plus concern with the product". This record is for the left side. Device was explanted.